Event description:
It was reported that the ilet was accidentally submerged in water, after which the wake button and touchscreen were unresponsive and the device did not respond when placed on a charger; the pump was initially deemed nonfunctional and the user was advised that water resistance would no longer be valid and to maintain backup therapy, but later the user reported the pump was functioning properly with a responsive touchscreen and successful meal announcements. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education, verification of shipping information, and guidance to sync data to the mobile app and shut down procedures. Investigation of this case revealed an initial device performance issue consistent with water exposure affecting user interface and power response that subsequently resolved, with no persistent malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the failure after the device resumed normal function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.